Event description:
Healthcare professional reported left side "bilateral pain and discomfort," and "bilateral ruptures identified via MRI." The device remains implanted.

Manufacturer narrative:
Alternate fax number: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. The reason for reoperation is: "bilateral ruptures identified via MRI."

Event description:
The device has been explanted.

Manufacturer narrative:
Photo analysis visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.